Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 for information inadvertently left off of the initial report (identified in b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it was presumed that the material could not be removed from biopsy channel because of physical damage of the channel. Olympus will continue to monitor field performance for this device.

Event description:
Information obtained identified the subject device was cleaned and disinfected prior to sending back to olympus.

Event description:
The customer reported that foreign material came out of the subject device when a biopsy forceps was inserted during an unspecified procedure. There was no effect on the patient due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection with a borescope found no foreign particles, only minor scratches. The device had been cleaned prior to being sent to olympus. In addition, angulation was insufficient and the angulation knob felt loose due to the angle wires being stretched, the distal end cover was scratched due to handling, the adhesive on the objective and light guide lenses was peeling due to handling, the adhesive on the bending section cover was cracked, and there was a water leak at the control section and scope connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.